Manufacturer narrative:
No electrical faults with the device were found. Further, it has been determined that the scooter was affected by the fire but was not the source.

Event description:
Received notice of a complaint alleging a fire occurred in a home where a pride scooter was located.

Manufacturer narrative:
The serial number and date of manufacture have not been provided at this time. The device has not been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Received notice of a complaint alleging a fire occurred in a home where a pride scooter was located.